Manufacturer narrative:
(B)(4). The customer reported a display failure. There was no report of pt involvement. The device was evaluated at philips. The symptom was verified. Replacing the control pca resolved the issue.

Event description:
The customer reported a display failure. There was no report of pt involvement.